Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the shell and liner have excessive wear as a result of the dislocated head/stem impinging on the edge of the liner and shell. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical radiographs were provided and reviewed by a radiologist: there is superior position of the prosthetic femoral head reflecting severe polyethylene liner wear or displacement. There is no implant loosening or other abnormality. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a total hip arthroplasty and approximately 3 years later a revision surgery was performed due to dislocation of the head and wear of the liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Medical devices: unknown head; item# unknown; lot# unknown. Foreign: poland. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00217; 3002806535-2023-00218. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product is unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty and approximately 3 years later a revision surgery was performed due to dislocation and loosening of the liner. Attempts have been made and no further information has been provided.